Event description:
Dr went to inject lidocaine into patient to numb prior to starting procedure and she noticed the needed from the breast biopsy kits we receive from cardinal had some corrosion/roughness on the needle.